Event description:
Crrt machine began to alarm pressure changes and when rn disconnected crrt from the catheter it was noted that the actual tip of the crrt tubing had cracked and broken off inside the hd (hemodialysis) catheter. The exisiting hd catheter had to be removed and a new hd catheter had to be inserted in patient.what was the original intended procedure?crrt (continuous renal replacement therapy).device #1is this a laboratory device or laboratory test?no.